Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the v60 ventilator was giving an error code message of machine and proximal pressure sensors failed. The customer reported there was no patient involvement.

Manufacturer narrative:
Failure investigation (fi) technician performed visual inspection of the returned gas delivery system (gds) assembly and revealed no evidence of damage or contamination. Fi technician tested the gds and no failures were identified. The error code message of machine and proximal pressure sensors failed could not be duplicated. Fi technician also performed pressure accuracy was tested and passed. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Root cause of the reported issue could not be determined due to fi technician could not duplicated the reported problem.

Manufacturer narrative:
Service center received the device for bench repair on september 29, 2016. The manufacture's facility (failure investigation (fi) lab) received the device on january 11, 2017 for evaluation. Repair technician replaced the gas delivery system (gds) and the data acquisition (da) to motor controller (mc) cable to address the reported problem. Additionally, repair technician replaced the motor controller (mc) board retention bracket kit to prevent the mc from moving and damaging (pulling apart) the cable between the gds and motor controller mc pcba.